Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The fuse burned out due to a faulty power supply. Additionally, deep scratches were noted on the top cover. The tank holder, rear foot, and real panel were all damaged. A worn out socket slider switch was causing intermittent use of high intensity mode. A non-olympus lamp life meter was reading over 500+ hrs, with a light output measuring out of range. The igniter and iris cables were the older versions and needed updating. Air flow pressure was measuring out of range. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera ii xenon light source had a fuse burn out during a procedure. Additional details relating to the patient and the event have been requested, but none is available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the fuse burned due to the faulty power supply unit. The cause of the faulty power supply unit is unknown at this time. Olympus will continue to monitor the field performance of this device.